Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of the ventricular signals on the atrial channel that resulted in inappropriate atrial tachy response (atr) episodes. Additionally, there was a pacemaker mediated tachycardia (pmt) episode that appears to be atrial activity. The device remains in use. No adverse patient effects were reported.